Event description:
It was reported that the patient had a stent placed across a stenotic lesion in the left vertebral artery. Approximately six weeks post-procedure, the patient presented to the emergency room with a transient ischemic attack. The patient¿s condition improved overnight and he was discharged home the next day.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient had a stent placed across a stenotic lesion in the left vertebral artery. Approximately six weeks post-procedure, the patient presented to the emergency room with a transient ischemic attack. The patient¿s condition improved overnight and he was discharged home the next day.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, transient ischemic attack is a known risk associated with such procedures and patient condition and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.